Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 500s mg/dl. The customer stated that they had a diagnosis event of hyperglycemia. The customer stated that the insulin infusion set fell out overnight; the customer woke up with high readings and moderate urine ketones. The customer treated with oral fluids, food and subcutaneous insulin. Within 2 hours, the customer's blood glucose was in the 200s mg/dl.